Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder procedure, the self capture portion of the firstpass suture passer, broke off into the patient's shoulder. The broken pieces were retrieved. It is unknown how the procedure was finished or if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the disposable firstpass assembly found that four dent marks should be present at the distal end of the assembly next to the jaw. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. Based on a review of the information provided, the broken pieces were retrieved from the patient¿s shoulder. Three undated, unlabeled photos were provided with images of the retrieved self-portion of the firstpass suture passer. However, it is unknown how the procedure was completed or if there was a delay. Therefore, the impact to the patient beyond that which has already reported, cannot be confirmed nor concluded. Since no other complications were reported, no further clinical/medical assessment is warranted at this time. A review of the customer provided images shows a broken and detached suture capture. There was a relationship found between the device and the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.